Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was not conducted properly then the material was not eliminated due to occurrence of leakage from biopsy channel. The event can be detected by following the instructions for use (IFU) section which state: inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, the evis exera iii gastrointestinal videoscope was not performing the deflection correctly. The issue was observed during a diagnostic (egd) procedure. The procedure was completed with the same device with no delay. Inspection and testing of the returned device found that the nozzle was clogged by foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the biopsy channel was leaking and 2nd dunk test was not able to performed the biopsy channel was pierced and the angulation in the up direction was low. The control knob was heavy in the up/down direction. The distal end plastic had a chip and scratches. The light guide lens and bending section rubber were cracked. The insertion tube was buckled and air/water flow was working intermittently. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.